Event description:
In 2004 the consumer called lfs alleging that their fasttake meter was reading inaccurately low. Approximately 2 weeks prior to calling lfs, at 1:30pm the consumer obtained an 8.9 mmol/l (160 mg/dl) on their meter and 21.5 mmol/l (387 mg/dl) on their friend's meter. The consumer described feeling fatigued, dizzy and had blurry vision. The consumer had taken their usual dose of 500 mg avandia in the morning. They decided to visit the hospital due to their symptoms. Twenty minutes following their meter reading at home, the hospital meter read 21.4 mmol/l (385 mg/dl). The consumer was administered small amounts of insulin and released shortly thereafter. The customer service representative was unable to perform any quality control tesing since the consumer did not have control solution. The consumer described that the meter would scratch the contacts on the test strips upon insertion into the test strip port. The consumer also mentioned that the confirmation window would not become fully red, even though the sample size was sufficient. The confirmation window seemed paler than normal when blood was applied. The consumer did not allege harm. There is no indication that the consumer experienced injury or medical intervention due to the meter. The consumer tested during the onset of their symptoms and had taken their usual medication. Due to the condition of the test strips, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. The consumer's meter, test strips, and control solution were replaced.